Event description:
It was reported that high lead impedance was found on the patient's vns device. Clinical notes were received as part of the referral process for vns replacement and noted that high lead impedance was found on two separate occasions. No known surgery has occurred to address the high impedance. No additional or relevant information has been received to date.

Event description:
It was reported that this patient received a lead and generator replacement. Historically the explant facility is a no return site without the patient¿s release. No other relevant information has been received to date.

Event description:
It was reported that the explanted generator would be sent back for product analysis. The device has been received by the manufacturer, and analysis is underway but has not been completed to date. No further relevant information has been received to date.

Event description:
The generator underwent product analysis where various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. There were no performance or any other type of adverse conditions found with the pulse generator.